Event description:
It was reported that the patient presented in-clinic for follow up. It was found that the patient's right ventricular lead exhibited noise resulting in multiple ventricular noise reversion episodes. No programming changes were made. Patient was stable.